Event description:
It was reported that the device was found in backup mode. Abbott technical support was contacted in order to reprogram the device, however the device could not be reprogrammed as it had reached its elective replacement indicator (eri.) The device was inactivated but was not replaced due to the condition of the patient. It was reported that the patient passed away due to a stroke. There were no adverse consequences due to the performance of the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found in backup mode. Abbott technical support was contacted in order to reprogram the device, however the device could not be reprogrammed as it had reached its elective replacement indicator (eri.) The device was inactivated but was not replaced due to the condition of the patient. There were no adverse consequences due to the performance of the device.